Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range intrinsic amplitude. It was reported that the rv lead might have been damaged when patient had a left ventricular assist device (lvad). The field representative could not specify the extent of the lead damage. To date, this rv lead remains in service. No adverse patient effects were reported.